Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient had an inappropriate shock. It was also reported that there were 16 non-sustained ventricular tachycardia episodes, the sensing integrity count was high, and there was a possible lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.